Manufacturer narrative:
The reported event of intermittent lead connection was confirmed. Analysis revealed the ventricular set screw was stripped inside the hex cavity. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during an unrelated procedure, the set screw of the device was unable to accept the hex wrench. The device was explanted and replaced to resolve the event. The patient was in stable condition.